Event description:
Neonatologist was inserting uvc (umbilical vessel catheter) catheter. Upon insertion, when he flushed, he noted a pinpoint hole in the catheter that was outside of the patient, as flush solution was coming out. Catheter immediately removed. Another was inserted without incident.